Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to not filling. Only half of cell line was filled after device was implanted. Only the pump was replaced. No other adverse patient effects were reported.

Manufacturer narrative:
According to the available information this inflatable penile prosthesis was to be implanted but was not due to saline filling problem with pump. Only half of cell line was filled after implantation, so the doctor replaced es2918 with en2918. Titan touch pump, cylinders 1 and 2, and connector / tubing were received for evaluation. No functional abnormalities were noted with the pump. A separation was noted on the bladder of cylinder 2. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. No functional abnormalities were noted with cylinder 1. No functional abnormalities were noted with the detached connector tubing. The information received indicated the device was not able to be filled with saline, but because no functional abnormalities were noted with the returned components besides instrument damage, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.